Event description:
Customer's grandson reported customer receiving inaccurate high glucose readings from their freestyle meter. Customer's grandson reported customer experienced symptoms of lightheadedness. Paramedics were called and transported customer to hospital where she was diagnosed with severe hypoglycemia and being treated with glucose pills and orange juice.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation. A follow-up report will be filed once investigation results are available.